Manufacturer narrative:
Determination of root cause: assessment: the site reported that the tracker monitor intermittently goes blank. They are able to restore the screen by removing and replacing power plug to monitor. During the onsite investigation the territory manager (tm) was unable to reproduce problem. To address the issue the tm replaced the monitor and the power adapter. He successfully completed a system verification to specifications. Manufacturing investigation stated the error could not be confirmed. Conclusion: based on the results of the investigation, a definitive root cause could not be determined. (B) (4). (B) (4). (B) (4).

Event description:
Malfunction: tracker monitor intermittently goes blank. The system operator reported that the system tracker monitor intermittently goes blank. The event occurred prior to starting the procedure. The surgeon stated that no patients were impacted as a result of this event.